Event description:
It was reported that a homechoice cassette leaked. The patient was connected at the time the leak was observed. This occurred during the initial drain in peritoneal dialysis therapy. The patient observed a small amount of fluid near the cassette door. The patient did not know the origin of the fluid. The patient was to finish therapy with manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.